Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: microdiscectomy it was reported that, intra-op, the arm became loose at the largest joint after force was applied. The joint that stiffens the arm does not hold when tightened down.

Manufacturer narrative:
Correction.